Event description:
String came off - tampons [device breakage]. Case narrative: consumer stated via phone that tampon strings came off. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.